Manufacturer narrative:
(B)(4). Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm bioprosthetic aortic valve, implanted five months, was explanted due to endocarditis and dehiscence at the mitral annular junction. The explanted device was replaced with a 25mm valve. The patient also underwent mitral valve repair, aortic root repair, and was in cardiogenic shock prior to surgery. The patient was unstable and in guarded condition when taken to ICU at the conclusion of the surgery. The patient originally presented with respiratory failure due to heart failure and prosthetic valve dysfunction. He was intubated and transferred to another acute care facility for surgery. On arrival, he was hypoxic and started on ino, antibiotics, and was in renal insufficiency. An iabp was placed before surgery and crrt was initated. He was requiring multiple pressor and bumex prior to the or and was positive for ecoli uti and presumed endocarditis. The patient required crrt and pressor support after surgery. It was learned that the patient had a cardiac arrest and was not able to be resuscitated with CPR and expired on pod #3.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25 mm bioprosthetic aortic valve, implanted five months, was explanted due to unknown reasons. The explanted device was replaced with a 25 mm valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.